Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01q8q, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) condition on their programmer with a call your doctor icon. It was reported the patient was not able to adjust stimulation.